Event description:
A pt was anesthetized using the device during a posterior cervical fusion (prone position). Following the procedure, the anesthesia delivery was discontinued and the pt was manually ventilated with a "black mask" with oxygen; the et tubing having been replaced with a new airway (laerdal). This was replaced by a portable laerdal mask and manual bag ventilator. Ventilation was possible, but the device appeared saturated with liquids; the user supposed this may have been condensate. The pt's subsequent recovery was uneventful.